Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17152773.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted ipg and linear leads were not returned.